Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported their adc freestyle libre sensor received inaccurate readings and the readings were ¿20%-30%¿ lower compared to an unspecified device. The customer further reported the sensor fell off prior to expiration date. There was no report of any third-party medical intervention and no further details were provided. There was no report of death or permanent injury associated with this event.